Event description:
It was reported that pump displayed altitude alarm 21 earlier in the day while customer was using pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on preventing altitude alarms, did not need to replace cartridge, and successfully resumed insulin delivery with original cartridge.